Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the involved angio-seal device was used during the procedure. The doctor was performing a left heart catheterization procedure with 6fr right femoral access. At the end of the procedure, the doctor exchanged the femoral sheath for the angio-seal sheath. She then removed the wire and dilator from the angio-seal sheath and inserted the device. After performing proper steps for device deployment, she pulled back on the device and the entire sheath and device came out of the groin. She immediately held manual pressure and achieved hemostasis. The anchor never exited the tip of the angio-seal sheath. There was no patient injury, medical/surgical intervention required. The patient's condition was stable. The procedure outcome was a success.

Manufacturer narrative:
One used 6fr angio-seal vip was received for product evaluation. The hemostasis sheath was returned mated with the carrier tube assembly along with a header bag. The arteriotomy locator was returned as well mated with the guidewire. No other accessory components were returned. Visual inspection revealed that the the returned carrier tube was mated with the sheath and the deployment of the sleeve was in full rear lock position with colored bands fully exposed. The distal tip of the sheath was inspected under a microscope and the presence of the anchor was confirmed inside the sheath. No other visual anomalies were noted with the device. Functional testing was performed, and the deployment sleeve was manually tried to be moved into the forward lock position; however, upon manual action, did not move. Then, the carrier tube was unmated from the sheath hub and attempted to be re-inserted it, again it was unable to move, and extreme resistance was experienced during this action. Some force was applied to separate the components and again extreme resistance was noted while removing the carrier tube. To check the cause of resistance, the sheath and carrier tube were severed longitudinally with a blade and dried blood like substances were observed on the length of the carrier tube and inner cannula of the hemosheath which caused the difficulties encountered during the functional test. IFU states: do not proceed until you are certain that the anchor has been properly deployed. If the anchor is improperly deployed, the angio-seal¿ device will not function. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that an obstruction to the anchor posting to the distal tip may have caused the reported event. However, the exact cause of the reported event cannot be definitively determined based on the available information.